Event description:
It was reported that during the procedure involving an attempted implant of a transcatheter aortic valve evfxplus-34, the valve loading was reported as successful, and a fluoroscopy load check did not show a misload. During the first deployment attempt, the depth was too shallow and the valve was recaptured. Upon the second attempt, an optimal implant depth was achieved at approximately 80% deployment, but an infold at the outflow crown was observed. The valve and delivery catheter system (dcs) were withdrawn and a new valve was prepared using a new dcs, which was then successfully implanted at an optimal implant depth. The procedure was prolonged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-34; product lot number: unknown; product type: 0195-heart valves; implant date: not-implantable; explant date: na select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.